Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during dwell 3 of 4 on the home choice (hc). The technical service representative (tsr) determined that the caregiver (cg) inadvertently left the blue clamp open. The tsr reminded the cg that if the clamp was not connected to a bag the clamp should be closed. The tsr had the cg close all the clamps to bags/patient line/transfer set, cycle the power off/on, the system error 2367 alarmed, cycled the power off/on, pressed go to start at load the set and removed the cassette. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error (se) 2240 was confirmed, and the root cause was determined to be use error due to an open clamp. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted.